Event description:
It was observed that during the device evaluation, the sheath exhibited a loose ceramic head. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most likely cause is wear and tear from repeated removal and attachment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.